Event description:
Information received by medtronic indicated that the insulin pump did not received any alert to resume basal delivery no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11c. Retainer ring = black. Customer returned pump for an alleged absence of audio/vibrate alarm and high bg found on (B)(6), 2021. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and test p-cap locks into the reservoir compartment. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit successfully downloaded to thus and carelink. Pump error 63 was not noted in the history download. Pump was cut open to perform visual inspection and no moisture or physical damage to the electronic assembly. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked retainer and minor scratches on lcd window. In summary, customers alleged absent audio/vibrate anomaly was not confirmed. Pump passed full dry test and no damage or moisture noted on the electronic assemblies. High bg could not be confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.